Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. No functional abnormalities were noted with any of the returned components. The information received indicated a malfunction of the pump, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a malfunction of the penile prosthesis in the pump. The device was replaced.